Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to right and left flank on (B)(6) 2013 using legacy coolcore, lower abdomen on (B)(6) 2013 using zeltig ez coolmax, upper abdomen on (B)(6) 2013 using zeltig ez coolmax, mid abdomen on (B)(6) 2013 using zeltig ez coolmax ,upper abdomen on (B)(6) 2013 using zeltig ez coolmax. On (B)(6) 2013 the patient assessed by a physician who diagnosed the upper, mid and lower abdomen with paradoxical hyperplasia after treatment.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. H.9 continued: additional correction removal numbers: z-1346-2022;z-1347-2022.

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to right and left flank on (B)(6) 2013 using legacy coolcore, lower abdomen on (B)(6) 2013 using zeltig ez coolmax, upper abdomen on (B)(6) 2013 using zeltig ez coolmax, mid abdomen on (B)(6) 2013 using zeltig ez coolmax ,upper abdomen on (B)(6) 2013 using zeltig ez coolmax. On (B)(6) 2013 the patient assessed by a physician who diagnosed the upper, mid and lower abdomen with paradoxical hyperplasia after treatment.